Manufacturer narrative:
Case-2023-1630 initial report . Additional information including; operative notes (primary and revision), patient activity level, weight and medical history and an update on the patient post revision has been requested, and if received, will be provided in a supplemental report upon completion of the investigation. The appropriate device details have been provided and the relevant device manufacturing records will be identified and reviewed. Please note: this report is filed with the FDA due to an adverse event experienced with a device that is similar to those placed on the market in the USA, however, this event occurred outside of the USA. The submission of this report does not constitute an admission that the device, reporting entity, entity's representative or distributor caused or contributed to this event.

Event description:
Metafix stem, trinity head & trinity liner revision after approximately 4 years & 11 months due to bone fracture following a fall.

Manufacturer narrative:
(B)(4). Final report additional information including; operative notes (primary and revision), patient activity level, weight and medical history and an update on the patient post revision was requested, however, this information was not provided. The appropriate device details were provided and the relevant device manufacturing records have been identified and reviewed. All parts associated with these records conformed to material and dimensional specification at the time of manufacture. There has not been a malfunction or deterioration in the effectiveness of a corin device. The patient required a revision due to a periprosthetic fracture from a fall. Please note: this report is filed with the FDA due to an adverse event experienced with a device that is similar to those placed on the market in the USA, however, this event occurred outside of the USA. The submission of this report does not constitute an admission that the device, reporting entity, entity's representative or distributor caused or contributed to this event.